Event description:
Event description guidant received information that the patient's ventricle was perforated during the implant of this pacing system. During an evaluation the next day, upon review of the markers, the atrial and ventricular sensed events were occurring at the same time causing the field representative to suspect that the atrial lead had dislodged into the ventricle.